Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right atrial (ra) lead impedance measurements. There was also evidence of oversensing of the respiratory rate trend (rrt) feature. Boston scientific technical services (ts) recommended programming off rrt; the recommended reprogramming was performed. The patient is not pacemaker dependent and there were no adverse patient effects reported. The device and lead remain in service.